Event description:
It was reported that the device gave a false blood pressure reading of 190/140. The waveform was normal and the nurse weaned off the "pressures" (believed to mean vasopressors). The rn informed the md and received an order to go by arterial line. The cuff reading was 70/40's. The customer did not feel comfortable with the arterial line reading. No patient complications were reported.

Manufacturer narrative:
One dpt-vamp kit was returned for analysis with pressure and IV tubing attached. Priming solution was visible inside of the kit. The dpt zeroed and sensed pressure accurately . Pressure readings were also stable during testing. Pressure did not show any drift during testing for 8 hours. Electrical testing showed that both input and output impedance met specifications. No visible defect was found on the supercomal cable connector. Pressure testing was performed using a ge monitor and pressure gauge. Electrical and continuity testing was performed using a digital multimeter. Visual examination was performed under 10x magnification. The complaint of a false pressure reading was not confirmed and no evidence of a manufacturing defect was found during the analysis. It could not be determined if any clinical factors may have contributed to this event. No actions will be taken at this time. A device history record review was complete and documented that the device met all specifications upon distribution.